Event description:
Medtronic received information regarding a navigation system being used during a transforaminal lumbar interbody fusion (tlif) procedure. It was reported that the system's camera cart unexpectedly shut down. The site rebooted the system to continue the surgery. However as soon as the last screw was placed, the system's camera cart powered down again. After the manufacturer representative (rep) got on site, it was corrected that it was the main cart that shut down. The camera cart displayed a "you have been disconnected" screen before eventually shutting down. The same screen situation appeared for when the system shut off a second time after placing the last screw. The site switched from a regular wall outlet to a red outlet in between shut offs. The rep performed a battery stress test and both carts were at 100% before unplugging. The main cart dropped to 89% and camera cart to 92% after unplugging for three minutes. There was less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787; product ID: 9735773. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A0709 was coded for the unexpected shut down. A1102 was coded for the camera cart displayed a "you have been disconnected" screen. A0719 was coded for as soon as the last screw was placed, the system's camera cart powered down again. Multiple annex g codes reported. G02002 corresponds to concomitant product battery 9735773 48v s8 svc that comprises the reported event. G02027 corresponds to concomitant product ups 9735787 main cart s8 svc that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.